Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation, and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to an olympus service center for evaluation. The evaluation determined the e433 error identified by service was caused by a failure of the high voltage power supply (hvps) board. Based on the results of the legal manufacturer's investigation, a definitive root cause of the hvps board could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility. The device was inspected prior to the procedure and no issues were identified. The reported issue occurred towards the end of the procedure. There was no patient impact due to this issue.

Manufacturer narrative:
The device was returned to olympus for an evaluation/investigation. The results are pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer called olympus to report that during a bipolar transurethral resection of the prostate (turp) procedure, the equipment "continuously restarted". It was replaced by another device of the same brand model (esg400). There was no report of patient harm/injury.